Event description:
A medtronic representative reported that, while in a spinal fusion procedure, one of the probes was bent and the navlock retainer spike broke. Alternate instruments were used to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement driver shipped to site (B)(4) 2014. Medtronic investigation of returned suspect driver finds that the returned tracker is well worn. As reported, one of the posts on the face of the frame is missing. Mechanical failure, pieces missing, directly caused event.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.